Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube kinks. The distal end of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22-jan-2019. It was reported that crossing difficulties were encountered. A 12 x 4.00mm rebel stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.